Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 15-april-2024, it was reported by the patient that eight infusions set fell off within few hours of use. Event occurred on 15/04/2024, 29/04/2024, 07/05/2024, 13/05/2024, 25/05/2024, 30/05/2024, 11/06/2024, and 22/06/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1926661- MDR 3003442380-2024-17737- device 4 of 8.